Manufacturer narrative:
Updated to reflect information received on 2017-may-02 . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from the healthcare professional (hcp). It was reported that a dye study was performed related to the patient's symptoms which came back normal. The patient's pump dosage was lowered in response to the patient's symptoms. The patient's symptoms had been resolved, but the cause was not determined. The hcp speculated that the cause could have been the high rate, but they were uncertain. No additional complications were reported.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving unknown baclofen at an unknown concentration with an unknown daily dose via an implantable pump for intractable spasticity. It was reported that an overdose occurred on (B)(6) 2017 and the patient experienced fatigue and low heart rate. The patient was in the emergency room (ER) and the hcp requested that a manufacturer representative come and check the pump. This was considered a sudden change in therapy/symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.